Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a. Aureus was misidentified as s. Epidermidis for a patient isolate. The user verified the result prior to release to the provider. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported wrong identification, the result does not match what was observed on the plate. A bd field service engineer (fse) was dispatched to investigate. The fse cleaned the light source cards and the normalizing panels, an adjustment to the ccd mechanical and to the light source was performed and the software and pud were updated, the issue was resolved. The root cause of this failure mode is not known. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed one previous case (02331426) related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a. Aureus was misidentified as s. Epidermidis for a patient isolate. The user verified the result prior to release to the provider. No health impact or consequence reported.